Event description:
It was reported that during a hemorrhoidectomy procedure, the device seemed to fire correctly. The surgeon noticed the device only partially cut the tissue with staple formation only around the 10 o'clock position. Around 2/3 of the tissue was cut but no staple formation. This resulted in intensive bleeding. The tissue had to be cut to remove the device. The procedure was extended by one hour. The pt lost around 600cc of blood.